Manufacturer narrative:
The date of event/therapy was reported to be ¿last week¿ from the date of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a bad amia cassette. The patient had thrown out the cassette. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.